Manufacturer narrative:
The investigation remains open and no conclusion can be drawn at this time. Based on the outcome of the investigation, should add'l info become available, a f/u report will be submitted.

Event description:
On (B)(6) 2013, it was reported that during a manual self-test of the device, the end customer pressed shock button, when prompted, saw a "flash" and device immediately shut down. It was reported that there was no pt involvement.